Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.